Manufacturer narrative:
D1: the sn of the roller pump was proviede. Therefore, the brand name was updated. D4: the sn of the roller pump was proviede. Therefore, the model number, catalog number; serial number and primary UDI number were updated. Unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G4: the sn of the roller pump was proviede. Therefore, the 510(k)number was updated h11: a livanova field service engineer was dispatched the customer and contacted the on-site biomed. To solve the issue, the shaft encoder in the complained double roller pump was replaced. After that, all the pump functions were verified in accordance with manufacturers specifications and pump was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Involved unit was manufactured in 2013 and according to the analysis of the complaints database, no further events have been reported in the past neither similar complaint concerning trend has been identified. The reported failure was traced to a defective shaft angle encoder. Wearing of electro-mechanical devices, that can be originated by the specific use conditions at customer's site, may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 console had a shaft angle endcoder fault on pump 3b during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. The incident occurred in (B)(6). Taking into account manufacturing year (2013) of the s5 console, the issue could be due to wear. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.